Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17603499) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the physician inserted a saber rx pta balloon catheter (3mm4cm155) and delivered it to the lesion. There was no anomalies confirmed with set-up even though there was a slight resistance felt when it went through the lesion. Then, the saber pta balloon catheter was inflated by a non-cordis indeflator; however, it ruptured at 3-atmosphere pressure (atm) during its initial inflation. There was no reported patient injury. Therefore, it was replaced with another balloon catheter. Then, an smart stent was implanted and the intravascular ultrasound (ivus) checked the lesion. The procedure was completed. The lesion was the superficial femoral artery. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the instructions for use (IFU). The device was prep normally. There was no anomalies noted during or after the device was prepped. Initially, an ipsilateral approach was made from the superficial femoral artery with a non-cordis guiding catheter. A saber pta balloon catheter (complaint product) was brought from the hygienic store room. It was removed from its pouch and there were no anomalies confirmed. The physician advanced a non-cordis guidewire and an intravascular ultrasound (ivus), and the lesion was confirmed to be calcified and defused. The balloon inflate normally; however, it ruptured at 3-atmospheres pressure (atm) and a leakage from the balloon was confirmed. The balloon did not reach to the maximum pressure. The product was removed intact (in one piece) from the patient. The device will not be return for analysis as it has been discarded in the hospital due to hospital¿s regulation.

Manufacturer narrative:
As reported, the physician inserted a 3x40mm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter and delivered it to the lesion. However, it ruptured at three (3) atmospheres during its initial inflation. Therefore, it was replaced with another balloon catheter. Then, a smart stent was implanted and the intravascular ultrasound (ivus) checked the lesion. The procedure was completed. There was no reported patient injury. The lesion was the superficial femoral artery. There was no anomalies confirmed with set-up even though there was a slight resistance felt when it went through the lesion. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the instructions for use (IFU). The device was prep normally. There was no anomalies noted during or after the device was prepped. Initially, an ipsilateral approach was made from the superficial femoral artery with a non-cordis guiding catheter. A saber pta balloon catheter was brought from the hygienic store room. It was removed from its pouch and there were no anomalies confirmed. The physician advanced a non-cordis guidewire and an intravascular ultrasound (ivus), and the lesion was confirmed to be calcified and diffused. The balloon inflate normally; however, it ruptured at 3-atmospheres pressure (atm) and a leakage from the balloon was confirmed. The balloon did not reach to the maximum pressure. The product was removed intact (in one piece) from the patient. There is no procedural film/cd available for review due to privacy issue. The device was not returned for analysis. A device history record (DHR) review of lot 17603499 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (calcified and diffused) and procedural/handling factors (slight resistance crossing the lesion) may have contributed to the reported event as calcified/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.